Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited loss of sens- ing in both configurations. Lead impedance decreased from 440 ohms at implant to 320 ohms.